Event description:
It was reported that during a mid right coronary artery stenting procedure in a heavily calcified lesion, with a non-abbott device, a perforation occurred. A jostent graftmaster failed to cross the lesion to seal the perforation. A voyager 2.75 x 20 mm balloon was inflated for a long inflation, but the perforation did not fully seal. It was decided to let the perforation finish sealing on it's own. There was no adverse pt sequela. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product noted blood visible on the balloon, stent, and distal shaft. There was contrast in the inflation lumen and balloon. This is consistent with preparation and the sds advanced into the pt anatomy. The stent was stationary on the balloon, but not between the markers. The proximal end of the stent was located 2.5 cm distal to the proximal balloon marker. There was no damage noted to the stent or foil. There was evidence on the balloon that the proximal end of the stent was previously located less than 5 mm proximal to the proximal balloon marker. The balloon was tightly folded except for the proximal taper which was slightly bunched. The tip length was measured to be 5 mm in length. Failure to advance can be affected by numerous factors including, but not limited to, pt anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. Throughout the manufacturing process, all stent delivery systems are 100% visually inspected for catheter and stent damage. The pt anatomy was heavily calcified, which likely contributed to the reported failure to advance. Additionally, if the sds met resistance during retraction in the calcified lesion, it would have contributed to the stent moving distally on the balloon and the proximal balloon taper bunching. A review of the product manufacturing records did not reveal any non-conforming material records associated with this report. In this case, the reported failure to advance and noted stent movement and balloon bunching appear to be related to the operational context of the procedure. No corrective action will be implemented in this case, as there does not appear to be any indications of a product quality deficiency.